Event description:
The customer reported the set leaked out the white port during flushing. There was no harm to pt or caregiver reported. No medical intervention was required. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint of leaked from port could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.